Manufacturer narrative:
D4. Serial corrected.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report d6a and d6b were inadvertently included on the supplemental device report 1220648-2026-02836-1.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted surgically into the right femoral artery in a 70-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage a shock, and was on bilevel positive airway pressure (bipap)continuous positive airway pressure (CPAP) for respiratory support prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci) of the ramus artery. While the patient was in the intensive care unit (ICU), the patient was experiencing hemolysis with frank hematuria and a plasma free hemoglobin of 1440. The device placement was confirmed to be in good position by echocardiogram. The post-procedure outcome is unknown. The patient was on a heparin drip which can cause hemolysis. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).